Event description:
The pt went to the ER with complaints of "chest pain". Multiple tests (bedside echo, ECG, cxr & labs) were done with the conclusion of post surgical pain over the pocket. Pt was discharged from the ER with ibuprofen. This device remains implanted.